Manufacturer narrative:
D4: corrected serial number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the fluid leak - sidearm / pd-any device-(separation, break) was not determined due to no product returned and insufficient clinical details. Placement signal issue: the cause of the placement signal issue was not determined due to no product returned, no data logs recovered, and insufficient clinical details.

Manufacturer narrative:
This is one of two reports this report is for the pump and another report was sent for the controller h10 was updated. Additional information was provided b5 updated and h6 a0709 was added. D4 UDI was revised.

Event description:
Additional information was received that there was intermittent controller error alarm with absent placement signals.

Manufacturer narrative:
Additional information was received and reviewed. Information received confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. D6b explant date was updated with d6a implant date repopulated. Further information noted additional details as the following: the damage was reported on the purge side arm of the impella 5.5. It was never visualized by us but reported from the sites clinical engineering team. It is unsure what was occurring at the moment the event was reported. D4. Serial number was corrected accordingly. Related report number. This is one of two device reports associated with the event. Refer to h10 for the related report number(s).

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that a small leak was noted where the purge connects to the side arm. There were no purge alarms noted.